Manufacturer narrative:
(B)(4). Date sent: 10/30/2021.

Manufacturer narrative:
(B)(4) date sent: 01/06/2022 d4: batch # 119a34 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The device was received with no staples present and an anvil with a washer cut. The distal and proximal tissue donuts were present. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. The safety lever functioned as expected. Two additional firings were completed without anything unusual observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an open low anterior resection when the device was fired, they heard the washer break, but it didn't sound right. The green check arrow came on, but the safety wouldn't move back into place. After two 360-degree rotations they began to fishtail the device to remove but it had not fully released from tissue. They did an additional 360-degree rotation and fishtail but it was still connected at the anastomosis. After one more full rotation they removed the device but noticed a tear. They sutured the tear and performed a successful leak test to complete the case with no patient consequences.